Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01457. Related manufacturer report number: 2017865-2020-01459. It was reported that the patient experienced an infection and presented in clinic. There was erosion noted above the device site and it was oozing pus, which was indicative of a pocket infection. Also, there was evidence of infection around the leads. The system was explanted. The patient was in stable condition.